Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na, ci for gen.2 on a cobas 6000 c (501) module. The second patient sample also had discrepant results for ise indirect k for gen.2. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. No units of measure were provided for the na, k, and cl tests. The first sample initially resulted with an na value of 130.7, which repeated on the same analyzer as 143.3. This sample initially resulted with a cl value of 117, which repeated on the same analyzer as 106.1. The second sample initially resulted with an na value of 118.4 on (B)(6) 2020, which repeated on another analyzer as 137. This sample initially resulted with a k value of 5.33 on (B)(6) 2020, which repeated on another analyzer as 6.15. This sample initially resulted with a cl value of 116.6 on (B)(6) 2020, which repeated on another analyzer as 100.6. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.